Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) . According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent had been successfully implanted to treat a benign lesion in the common bile duct during a stent placement procedure performed in (B)(6) 2016. On (B)(6) 2017, the physician performed an endoscopic retrograde cholangiopancreatography (ercp) procedure and the stent was found to be occluded by overgrowth. The physician attempted to remove the stent using a snare and grasping forceps but was unsuccessful. The physician decided to keep the stent in place and another wallflex biliary stent was implanted within the first stent. The physician plans to remove both stents in 3-5 weeks. There were no patient complications reported due to this event.